Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of being hospitalized for high blood glucose of an unknown level. Troubleshooting found that the customer feels that the pump is not working. Customer indicated that the pump alarms sensor alerts. Call was lost at this point and troubleshooting was unable to be completed. No further details provided.